Event description:
Procedure: urogynecological. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced blood loss, cystocele (prolapse), vaginal erosion, vaginal yeast infection (fungal infection), female stress incontinence, incomplete bladder emptying, urinary tract infection (uti), vaginal foreign body (foreign body in patient), mesh exposure, urinary urgency, recurrence, vaginal discharge, blood in urine (hematuria), disruption in sleep (sleep disturbances), leukocyte esterase/protein in urine, burning with urination (burning sensation), urinary frequency, foul vaginal odor, vaginal bleeding, flesh/string coming out of vagina, fever, escherichia coli in urine (bacterial infection), scar tissue, mesh folded up on itself/incorrect direction, inflammation, fibrosis, red/pink post-operative vaginal drainage and required additional surgical and non-surgical interventions.